Event description:
It was reported that the console was not responding at all after starting. The power socket was replaced, lines were unplugged and replugged, the device was restarted multiple times, but everything was ineffective, the console still couldn't be turned on. The procedure had to be postponed. Later, after the engineer disassembled and inspected the equipment, it was confirmed that the cause of the failure was the damage to the pump body of the cooling system inside the device, which led to abnormal power supply for the entire machine and prevented it from starting. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.